Event description:
It was reported that pre op of a realize adjustable gastric band procedure when adding the saline prior to the procedure there was a leak. A pencil size hole was in the band. They used another band to implant the device. There was no patient involvement.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Puncture the band/balloon was returned for evaluation. Upon visual inspection, a hole was noticed in the balloon, which appeared to have been performed by a sharp instrument (i.e. Grasper). As result of the visual inspection, no leak test was performed. A review of the instruction for use (IFU) was performed and detailed instructions were outlined within the IFU on how to avoid any damage to the device during implant. In addition, the IFU states to leak tested with 11ml of air and immerse in sterile saline before implant, to detect for a leak a device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release; therefore it is unlikely that a manufacturing issue contributed to the reported event.